Manufacturer narrative:
(B)(4).

Event description:
This patient experienced a hematoma. Incision was well approximated with no redness, drainage or swelling noted. Patient was leaving on an extended vacation out of the state. Patient was advised to continue to watch for signs of infection and size of hematoma and to present to the ER if it is enlarging. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.